Event description:
Caller reported a malfunction on the pump, identified by a fault ID and a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer successfully restarted the sensor session and resumed insulin delivery, with instructions to contact support if any issues reoccurred.